Manufacturer narrative:
(D10) reported concomitant device(s): 300-30-12 - equinoxe preserve stem 12mm: 5070264. 310-00-53 - equinoxe, humeral head, extra short, 53mm: 4737738. 300-50-15 - 1.5mm short rep plate: 4950568.

Event description:
Approximately 7 year(s) and 1 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. Patient began having pain and numbness without injury. The patient was administered medication, and the outcome of this event is considered continuing. The clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
The pain reported may be the result of the glenoid loosening as reported. However, the glenoid loosening cannot be confirmed and the underlying reason and/or any contributing factors to the event cannot be confirmed as the devices remain implanted and no radiographs were provided. H6: corrected component, and investigation clinical codes.